Event description:
Placed dexcom g7 to outer arm area on (B)(6) 2025. On (B)(6) 2025, my insulin pump (that is adjusted by readings of g7) reported my blood sugar was low (less than 40 mg/dl) and stopped all insulin deliveries. I was away and did not have access to a glucose monitor to check for accuracy. I did not feel like blood sugar was low, so I did not treat for hypoglycemia. I returned home (3 hours later) and checked blood sugar level. Glucose level was 413 mg/dl on blood glucose machine. Readings from dexcom g7 was still reporting low (less than 40 mg/dl). When removing the product, I noticed the cannula that is supposed to be inserted into the arm to retrieve blood for testing was 1/4 the size of a normal sensor.